Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a low blood glucose level of 30 mg/dl range. The customer reported an insulin flow blocked alarm. The customer did treat for the low blood glucose level with carbohydrates. The current blood glucose level was unknown. The customer reported high blood glucose levels of 300 mg/dl to 400 mg/dl range. The customer treated the high blood glucose level with manual injection. The customer declined troubleshooting for the alarm, low blood glucose and high blood glucose. The insulin pump will not be returned for analysis.